Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354drg ICD: implanted: (b(6) 2013. (B)(4).

Event description:
It was reported that there was a warning due to the atrial lead having high impedance, atrial high rate observed as oversensing, and noise due to a fracture. Reprogrammed to vvir mode. No patient complications have been reported as a result of this event.